Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the canister. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer would prime the tubing to address the issue.